Manufacturer narrative:
Engineering investigation: the investigation into the reason for the complaint is difficult due to the fact that the device was not returned. The details provided state that the product was used in a bypass procedure with a false aneurysm on an artery of the tibial-fibular trunk. The v12 product in this instance was probably not a good choice as this area below the knee is prone to bending and external compression. A self-expanded stent would be more suitable in this particular case. The clarity of the complaint makes it difficult to determine what actually is happening as the catheter has been described as cracked and the stent curled up. The translation received is the following: "the coating was torn in multiple locations within the proximal portion. Difficulty with catheterization, with the guide protruding through perforation on multiple occasions. Loss of arterial catheterization and restenosis, which required surgical conversion with completion of a distal bypass. Unsuitable deployment of the stent which was crushed and did not cover an arterial rupture." It appears that the sheath used in the case had been damaged in a couple of different areas prior to advancing the v12 stent. The details also indicate that the case was emergent and that they did not have similar product available after the perforation was noticed. This based on the details would suggest that a perforation of the vessel was noticed. The stent in this complaint is the main focus. The stent was described as being "curled up." This was clarified later as being "unsuitable deployment of the stent which was crushed and did not cover an arterial rupture." The details do not explain how the stent was crushed or what exactly an unsuitable deployment is. Based on the condition of the sheath and guide catheter it is possible that the stent was damaged prior to deployment. It is also possible that the patient bent his leg causing the stent to crush and deform as this v12 covered stent is not a self- expanding stent and will not return to its original shape when the leg is straightened. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. The v12 covered stent has not been evaluated or tested for use in the tibial or fibular arteries as it is not a self-expanding stent. Clinical evaluation: peripheral arterial disease (pad) is a blockage of the arteries going to an extremity. The most common is blockage to the lower extremities. Peripheral angioplasty and stenting is performed in the attempt to prevent the outcome of amputation. If a stent does not deploy properly in the target area it could cause occlusion of the artery resulting in but not limited to ischemia, intimal trauma and thrombus formation. A stent can become an obstruction in a vessel if it is not positioned properly prior to deployment. Obstruction can be caused by anatomical process, infectious process or mechanical process including the mal-positioning of a stent.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the physician noticed a perforation on the sheath during introduction of the guide.

Event description:
It was reported that when opening the packaging of the device, the surgeon noticed a crack on the catheter. The surgeon succeeded in deploying the stent, but he reported that it "curled up".

Manufacturer narrative:
Engineering investigation: the device in question was received and disinfected. The stent was no longer in place on the balloon. The stent was in the bag but was completely flattened. The catheter shaft was inspected and there were no signs of cracking or damage. The balloon had been fully deployed at some point during the procedure. To determine the condition of the stent, tweezers were used to open the crushed stent enough to place the folded balloon back through the stent. A 20 cc syringe was then connected to the catheter and inflated to the nominal inflation pressure of 8 atm as specified on the product label. The stent opened but a small pin hole leak was noticed in the distal balloon cone. The stent was then removed and inspected for ptfe covering damage. None was noted. The balloon was then inspected under magnification to determine the exact location of the pin hole. The pin hole was located just before the distal ro marker band. There was a definitive radial scratch half way around the balloon leading up to the pin hole. This was noticed at 40x magnification. Being that the sheath had been torn in several places and the complexities of the procedure it is very possible that the balloon was ruptured at some point during the procedure. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8 atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12 atm) result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. The minimum burst value seen was 17.88 atm with an average burst range of 20.7 atm. It is important to note that all balloons are 100% inspected for defects prior to attaching the balloon to the catheter shaft. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: a peripheral arterial aneurysm (abnormal dilation of all or part of the artery) usually causes edema and pain but may result in the loss of leg or foot if not identified and treated. Peripheral angioplasty and stenting is performed in the attempt to prevent the outcome of amputation. When a delivery catheter advances a stent to the target lesion and is positioned, the physician will inflate the stent balloon to deploy the stent. If the balloon itself has a pin hole or a tear it will not inflate properly and the stent will not be deployed. The instructions for use (IFU) state that its use is contraindicated in "locations subject to external compression", such as an artery behind the knee. The IFU also states potential adverse effects include, but are not limited to injury, dissection, perforation or rupture of the vessel and stent misplacement or deformity.